Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-00964. It was reported that one of the patient's leads had high impedances and additional information was received that the other lead had migrated. Surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was established post operatively.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: (B)(4).

Event description:
It was reported the patient was not receiving effective therapy due to high impedances on one lead. Surgical intervention is planned to address the issue.